Event description:
It was reported that the patient presented in clinic for follow-up, feeling terrible. The right atrial lead exhibited failure to sense. Upon interrogation, the lead was noted to be dislodged and was in the high right ventricular septum, confirmed under x-ray. The lead was explanted and replaced. The patient was stable during and post-procedure.